Event description:
It was reported that pump displayed malfunction code and could not be reset, with no notable events occurring before the issue and no reported instances of blood glucose rising to extremely high levels. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode before returning it, and was informed they would need to re-enter pump settings and reconnect continuous glucose monitor to replacement pump; technical support confirmed shipping address, arranged in-warranty pump replacement, and instructed customer to return faulty pump using prepaid label within 10 days, which customer understood and acknowledged.